Event description:
It was reported that there was an issue with pm973r - insulated outer tube 5/5mm 310mm. According to the complaint description, the insulation on the device melted and caused a burn. There was a surgical delay of approximately 15-30 minutes. A second device was found in sterile processing department, with some similar damage (no patient harm). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch report: pm973r 9610612-2024-00242 (internal aesculap ag ref. No. (B)(4) ).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
B5 - updated description.

Event description:
The patient harm was considered to be temporary impairment. The malfunction occurred during a laparoscopic hysterectomy. Surgery was completed successfully. Associated medwatch report: pm973r 9610612-2024-00242 (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: the batch number was not provided and batch history review could not be performed; good-faith attempts had been made to obtain this information. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch report: pm973r, 9610612-2024-00242 (internal aesculap ag ref. No. (B)(4)).